Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on her insulin pump. The patient's blood glucose reading was 140 mg/dl. The customer stated that she was setting up the pump to bolus and the numbers kept increasing. The customer took out the battery and put it back in and she got the button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.